Manufacturer narrative:
(B)(4). Concomitant medical products - m2a-magnum pf cup 54odx48id/ pn us157854/ ln 571490, taperloc por fmrl 11x142/ pn 103205/ ln 087620, m2a-magnum mod hd sz 48mm/ pn 157448/ ln 248320. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03550, 0001825034-2017-03551, 0001825034-2017-03553.

Event description:
Patient¿s legal counsel reported patient underwent right total hip arthroplasty approximately eight years ago. No revision procedure has been reported to date. Patient has metal on metal components. Initial operative records do not indicate any complications or delays. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Upon receipt of additional information it was determined that this product is no longer reportable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.